Event description:
It was reported that the patient started "convulsing in the chest at the jail and was hospitalized." The caller alleged that a company representative checked the device and said it was not working right. Also noted that "patient had an infection and a lead was turned off." It was later reported that since the device was reprogrammed, the patient has been in a lot of pain. Confirmation of this information was not obtained despite multiple follow up attempts. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l devices: 6947 implantable tachy lead (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2004. (B)(4).